Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported can't download app minimed . The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was partially performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-6101.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Customer gets "something went wrong" message on clicking "download" minimed mobile app on playstore (samsung galaxy a52, android 14, app version 2.5). "No testing was required since this issue is outside of our application. After conducting a thorough investigation, we have found that the issue likely resides with the device itself or with the google playstore. This could be an internet connection issue or an issue with the device's settings. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: 1. Check your internet connection. Make sure you have a strong and stable internet connection. You can try restarting your router or modem, or moving closer to your router. 2. Clear the cache and data for the google play store app. To do this, open your device's settings app, go to apps & notifications, and tap google play store. Tap storage and then clear cache and clear data. 3. Force stop the google play store app. To do this, open your device's settings app, go to apps & notifications, and tap google play store. Tap force stop. 4. Restart your device. Sometimes a simple restart can fix minor software issues. 5. Update your device's software. If your device is running an outdated version of android, this could be causing the issue. To check for updates, open your device's settings app, go to system, and then tap system update. 6. Uninstall and reinstall the google play store app. To do this, open your device's settings app, go to apps & notifications, and tap google play store. Tap uninstall. Once the app is uninstalled, open the google play store app and sign in with your google account. The app will then download and install the latest version. 7. Contact google play support. If you've tried all of the above and you're still having problems, you can contact google play support for help. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Based on case notes, its non reportable scenario.